Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was performing calibration in the arctic sun device and received an error message in the step 18. It was stated that the biomed had an arctic sun device that was getting an error 80 (non-recoverable system error) during calibration. Biomed stated that the expected value was 6, but the actual value was 28, chiller temperature was 11.1c and it was dropping. Per follow up information received via phone on 24sep2021, biomed stated that they were not notified of any patient involvement. Biomed stated that there was error code 80, which tech support stated that was a failed mixing pump. Biomed stated that they ordered a new mixing pump and replaced on site, but the arctic sun device was still showing a failed mixing pump. Biomed spoke to tech support and was advised to send a faulty mixing pump to the tech support. Biomed had tried to reorder a mixing pump and had been told that there were not any available at this time. Biomed would try to repair on site once the biomed was able to get another mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was performing calibration in the arctic sun device and received an error message in the step 18. It was stated that the biomed had an arctic sun device that was getting an error 80 (non-recoverable system error) during calibration. Biomed stated that the expected value was 6, but the actual value was 28, chiller temperature was 11.1c and it was dropping. Per follow up information received via phone on 24sep2021, biomed stated that they were not notified of any patient involvement. Biomed stated that there was error code 80, which tech support stated that was a failed mixing pump. Biomed stated that they ordered a new mixing pump and replaced on site, but the arctic sun device was still showing a failed mixing pump. Biomed spoke to tech support and was advised to send a faulty mixing pump to the tech support. Biomed had tried to reorder a mixing pump and had been told that there were not any available at this time. Biomed would try to repair on site once the biomed was able to get another mixing pump.